Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples; but 2 photos were returned by the customer in support of this complaint from catalog 367921, lot number 3111833. Visual examination of the photos was performed and revealed improper assembly causing the stopper to not be placed in the hemogard closure correctly. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, there was one incident of a loose stopper. There was no report of patient impact.